Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at med-el headquarters. Despite requested, no additional information was received regarding the reason for explantation. No device explantation report was received.

Manufacturer narrative:
Device investigation revealed an electrically functional device; however multiple wire fractures were seen. As neither relevant information nor in situ measurements have been received, it cannot be determined if the observed damage was caused by the removal surgery or was the root cause of explantation. A root cause for the concerned device explantation cannot be determined. This is a final report.

Event description:
The explanted device was received at (B)(4). Despite requested, no additional information was received regarding the reason for explantation. No device explantation report was received.